Event description:
Customer reported that buttons were malfunctioning, which was interpreted as a wake button issue. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting and a callback, with no further action required.